Event description:
It was reported that customer has problems when changing the reservoir and infusion set on the insulin pump. Customer's blood glucose was 17.9 mmol/l. Customer treated with a manual injection. The device is alarming and squirting insulin out during manual prime. Customer cannot exit the preparing the prime loop. The drive support cap appears normal. The alarm history showed several prime alarms and motor errors. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked display window, cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).